Event description:
An optometrist reported a case of diffuse "3+" punctate epithelial keratitis (pek), observed on a patient's right eye at nine months post lasik treatment. Reporter indicated the patient was using lots of non-preservative free artificial tears. Reporter relayed the patient was placed on preservative free artificial tears and cyclosporine ophthalmic emulsion. Patient noted blur and dryness in the right eye. Additional information has been request.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).